Event description:
It was reported that this right ventricular (rv) exhibited increasing capture thresholds over time. The rv lead was placed at the left bundle branch area. Loss of capture and exit block occurred. The rv lead was explanted and replaced, with the new lead placed at the rv apex. The lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) exhibited increasing capture thresholds over time. The rv lead was placed at the left bundle branch area. Loss of capture and exit block occurred. The rv lead was explanted and replaced, with the new lead placed at the rv apex. No additional adverse patient effects were reported. The lead was received for analysis.